Manufacturer narrative:
(B)(4).

Event description:
The last pump refill occurred on (B)(4) 2010. The pump delivered morphine 30 mg/ml. The eri (elective replacement indicator) was 39 months. The pt experienced withdrawal symptoms. On (B)(6) 2010, the pump event logs confirmed 8 motor stalls/recoveries occurred; the first stall occurred on (B)(6) 2010 at 0549. The last stall occurred on (B)(6) 2010 at 1400 with a low battery reset and pump in safe state at 1703. The pump was programmed to a minimum rate of 0.178 mg/day. The plan was to replace the pump. Additional info has been requested from the hcp, but was not available as of the date of this report.